Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Additionally, retention samples were evaluated for the claimed batch where the parts were submitted to a nesting test and it was not possible to reproduce the incident. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the tip of the bd plastipak¿ luer slip syringe was found cracked during use. The following information was provided by the initial reporter, translated from portuguese to english: "the 20ml syringe, without a needle, showed a break in the tip when it was connected to administer medication."